Event description:
Pseudoseptic reaction [pseudosepsis] ([knee pain], [swelling of r knee], [joint stiffness], [effusion (r) knee]). Case narrative: initial information received from united states on 19-nov-2018 regarding an unsolicited valid non-serious case received from patient via health authorities of united states under reference mw5080805. This case involves an adult female patient who experienced pseudoseptic reaction (latency: few days), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in aug-2018, the skin was prepared sterily and anesthetized prior to the injection. Then the patient received hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 6 ml (lot: 7rsl030) for unknown indication to the right knee using the standard suprapatellar approach under guidance. On (B)(6) 2018, one week after the injection, patient reported significant pain and swelling since the injection. Patient had sharp pain initially that turned to aching and stiffness. Then the right knee was aspirated and patient was diagnosed with a pseudo septic reaction to the injection. It was not reported if the patient received a corrective treatment. The patient outcome was reported as unknown. Seriousness criteria: medically significant product technical complaint (ptc) was initiated with global ptc number: (B)(4) on 27-nov- 2018 for product. Batch number: 7rsl030. The reporter stated that the device complaint resulted in adverse event/handling error. Device not returned. Final investigation complete date: 27-nov-2018. The production and quality control documentation for lot: 7rsl030 expiration date sep-2020 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot: 7rsl030 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 27-nov-18 there were 10 complaints on file for lot#: 7rsl030 and all related sublots. 9 complaints were on file for lot#: 7rsl030: (7) adverse event reports, (2) tip breakages and (1) barrel breakage. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 27-nov-2018. Global ptc number and ptc results added. Text was amended accordingly. Upon internal review on 09-jan-2019 with the clock start date of 27-nov-2018 the device malfunction incorrectly captured as 'yes' was corrected.

Event description:
Pseudoseptic reaction [pseudosepsis] ([knee pain], [swelling of r knee], [joint stiffness], [effusion (r) knee]). Case narrative: initial information received from united states on (B)(6) 2018 regarding an unsolicited valid non-serious case received from patient via health authorities of united states under reference mw5080805. This case involves an adult female patient who experienced pseudoseptic reaction (latency: few days), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2018, the skin was prepared sterily and anesthetized prior to the injection. Then the patient received hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 6 ml (lot - 7rsl030) for unknown indication to the right knee using the standard suprapatellar approach under guidance. On (B)(6) 2018, one week after the injection, patient reported significant pain and swelling since the injection. Patient had sharp pain initially that turned to aching and stiffness. Then the right knee was aspirated and patient was diagnosed with a pseudo septic reaction to the injection. It was not reported if the patient received a corrective treatment. The patient outcome was reported as unknown. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 27-nov-2018 for product. Batch number; 7rsl030. The reporter stated that the device complaint resulted in adverse event/handling error. Device not returned. Final investigation complete date: (B)(6) 2018. The production and quality control documentation for lot 7rsl030 expiration date sep-2020 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl030 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 27-nov-2018 there were 10 complaints on file for lot# 7rsl030 and all related sublots. 9 complaints were on file for lot# 7rsl030: (7) adverse event reports, (2) tip breakages and (1) barrel breakage sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 27-nov-2018. Global ptc number and ptc results added. Text was amended accordingly.